Event description:
I got coolsculpting done and soon after started to develop hard lumps in the shape of the applicator. It kept growing over the next year. It not only made my abdomen huge but it feels like something is pushing against my diaphragm. I can't get a proper breath or bend over. I didn't have any tests done after the procedure other than normal yearly blood work. FDA safety report ID# (B)(4).